Event description:
The pt undewent a diagnostic procedure in 12/2000. The physician punctured the groin and artery but encountered difficulty feeding in a guidewire. He punctured the groin and artery distal to the initial puncture site. The diagnostic procedure was concluded and successful closure was achieved with the closer tsl 6 fr. Device. 6 days later the pt underwent an interventional procedure on the same leg and closure was successfully achieved with the closer tsl6 fr. Device. 19 days later the pt returned to the hosp with fever and an inflammed large bulb on their groin that was identified as an infected hematoma. Culture identified the infection to be methicillin resistant staphylococcus aureus (mrsa). A surgeon lanced the surface and drained the site. The hematoma was at the site of the initial puncture tract that was not used during the diagnostic procedure. The infected area included the closure site of the diagnostic procedure. The artery was repaired and the pt recovered without further incident.